Manufacturer narrative:
Additional pro-code: hwc. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received, device received, not final destination for eval. Occupation: synthes sales representative. A review of the device history record has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, a surgery for hallux valgus was performed with the plate and the screws on left metatarsal bone. The patient was discharged from the hospital 3 weeks after the surgery. When the patient visited the hospital 4 weeks after the surgery, the hospital found that the screw(04.211.024s) had been broken at the neck and the reduction was lost. The screw was implanted in the medial proximal side. On (B)(6) 2019, the patient underwent a reoperation in which the implant was removed and the surgeon re-fixed the affected area with unknown devices. The surgeon made skin incision to take an iliac graft in the reoperation and another incision for re-fixation both of which were about 4cm long. The alert date is (B)(6) 2019 (jst). No further information is available. Concomitant device reported: va lockscr ø2.7 head 2.4 self-tap l18 ta (part #: 04.211.018s, lot # unknown, quantity 2). X-pl-2.4/2.7 va lock xs 23.5*15 tan (part #: 04.211.201s, lot # 2l45516, quantity 1). Va lockscr ø2.7 head 2.4 self-tap l16 ta (part #: 04.211.016s, lot # l732353, quantity 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: this manufacturing record evaluation (mre) review is for sterilization procedure only part: 04.211.024s, lot: l755743, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: february 01, 2018, expiry date: january 01, 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in monument/ part: 04.211.024, lot: h521800, manufacturing date: december 06, 2017. Part: 04.211.024, 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 24mm, lot: h521800 (non-sterile). Work order traveler met all inspection acceptance criteria. Inspection sheet, in process / inspect dimensional / final inspection met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part: 04.211.024.999, 2.8mm ti screw blank 24mm 02.7 variable angle w/sd8, lot: h461133. 289 pieces were scrapped, for a dimensional failure. The remainder of the lot was determined to be conforming. Work order traveler met all inspection acceptance criteria apart from the 289 pieces noted. Inspection sheet, in-process dimensional met all inspection acceptance criteria. Part: 04.210.120.999, 2.8mm screw blank 31mm no head turn/no point/w/sd8 lot: h420179 work order traveler met all inspection acceptance criteria. Part: 23032, tialnbci2.78 lot: 7229986 product traveler met all inspection acceptance criteria. Product certification supplied by dynamet was reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Visual inspection: the va lockscr ø2.7 head 2.4 self-tap l24 ta was received showing the screw head broken off from the threaded shaft. The screw head was embedded in the concomitant 2.4mm/2.7mm va-locking x-plates (p/n 04.211.201s lot 2l45516). No other issues were identified with the returned components of the device. The following devices were returned as concomitant devices without an alleged complaint condition. Upon visual inspection, there is no evidence that these devices contributed to the complaint condition, and therefore no additional investigation will be performed on these device. Product code: 04.211.201s lot #: 2l45516 qty: 1 product code: 04.211.018s lot #: unk qty: 1 product code: 04.211.018s lot #: unk qty: 1 product code: 04.211.016s lot #: l732353 qty: 1 dimensional inspection: dimensional inspection of the screw head features could not be conducted as the screw head is embedded in the concomitant plate. Document/specification review: the following drawing, reflecting the manufactured and current revision, was reviewed. - 2.7mm variable angle locking screw during the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the va lockscr ø2.7 head 2.4 self-tap l24 ta as the screw head was broken off from the threaded shaft and embedded in the concomitant 2.4mm/2.7mm va-locking x-plates (p/n 04.211.201s lot 2l45516). While no definitive root cause could be determined, it is possible that condition was due to early excessive strain by patient and/or unintended forces. During this investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.